Event description:
It was reported that during the initial implant procedure, dislodgment after fixation and post tether mode of the right ventricle (rv) leadless pacemaker (lp) into the distal pulmonary artery was observed. The rv lp was successfully retrieved and was replaced. The patient was in stable condition.